Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation determined that the reported difficulties were due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a clotted unspecified stent in the superficial femoral artery (sfa). Angiojet/thrombolysis was performed but no pre-dilatation. Then a 6.5x200mm supera stent was advanced to the lesion where the clotted stent was and deployment was noted as difficult. The supera stent first partially deployed in a stretched manner (longer than 200mm) all the way to the ipsilateral common femoral artery (cfa) introducer sheath. The delivery system was able to be simply removed. A dilatator was then advanced over the wire to push the supera out of the sheath back into the cfa/sfa. While doing this the physician noted the nose cone had come off and remained on the wire. A snare device was used to successfully retrieve the tip. The supera stent was ultimately fully deployed and implanted at the target lesion. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.